Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to lead dislodgement. Dislodgment was confirmed through diagnostic imaging. Lead was explanted and replaced. Patient was stable before, during and after the procedure.